Manufacturer narrative:
Unit received with software error bad pointer, impossible default case, parameter out of range alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime compromised force sensor system and excessive no delivery tests or verify back light anomaly due to software error bad pointer, impossible default case, parameter out of range alarm looping. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call they had led anomaly. The customer's blood glucose was unknown. The product was returned for analysis.